Manufacturer narrative:
Implant date: (B)(6) 2016.

Event description:
A report was received per social media that the patient was still experiencing pain since device implant and was taking oral medication. No further information could be obtained.